Manufacturer narrative:
Contact office: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that a consumer¿s battery longevity was measured as 24-48 months. In the previous month, the battery longevity was measured as 72-90 months. Impedances measured in the previous and this month were 1000 ohms; no change in impedance. Elective replacement indicator (eri) was indicated. An indication of eri was unlikely according to calculation; high possibility of misregistration was considered. Device settings were unknown amplitude, 210 pw, 1000 ohms, 14 hz/pps, bipolar, and usage 24 hrs/day. The factor of the issue was unknown. The issue was not resolved.

Event description:
Additional information received from the representative reported the longevity on (B)(6) 2016 as between 70.7-84.8 months, the longevity on (B)(6) 2016 as 26.2-46.2 months, and on (B)(6) 2016 was 26.3-46.3 months. On (B)(6) 2016 impedance was 1087 ohms and on (B)(6) 2016 impedance was 1122 ohms. Device settings noted as amp 1.2v, pulse width 210, rate 14 hz, and electrodes 2-0+.

Manufacturer narrative:
Additional information indicates that the correct mfg. Site ID is (B)(4) and have been updated accordingly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event was an eri issue. Even though there was almost no change in output and impedances, the remaining battery longevity suddenly decreased one month later. No interventions have been planned or taken to resolve the issue and the cause had not been determined yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.